Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past 12 months.